Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with excess fluid inside the overpouch. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of luer and the blue winged luer cap. Further examination noted the blue winged luer cap was not securely tightened and therefore had resulted in leakage. A functional leak test was also performed by filling the unit to its nominal volume with blue water. After fill, the blue winged luer cap was securely tightened (torqued to 11.7 ounce force per inch) then monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed at the connection of the blue winged luer cap. A root cause was due to the blue winged luer cap not securely tightened. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The incorrect manufacturing date was included in the initial medwatch.

Event description:
Baxter (B)(4) received a report that a folfusor leaked at the luer after filling. The device was filled with a solution of 4040 mg fluorouracil in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.